Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient suddenly fainted. A subsequent interrogation of the pacemaker showed an indirect loss of capture. Right ventricular (rv) and right atrial (ra) lead pacing impedance measurements were greater than the upper limit. The physician elected to replace the leads and pacemaker. Fracture of the rv lead was noted. The leads were capped, and the device was successful explant. The patient was in stable condition.

Manufacturer narrative:
The reported event failure of no pacing and high impedance were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Final analysis did not find any anomalies. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.